Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause for reportable malfunction is compoenent failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that it was no possible to pass any other instruments through the biopsy channel of the gastrointestinal videoscope after the dilation balloon was removed from this channel. Then, the biopsy channel was found to be damaged. The issue occurred during an esophagogastroduodenoscopy (egd) procedure with dilation and percutaneous endoscopic gastrotomy (peg) placement. In addition, the scope was switched to another one to complete the procedure. There were no reports of patient harm.